Event description:
It was reported that the patient experienced infection with the inflatable penile prosthesis (ipp). The ipp was removed and replaced with a new one. No further patient complications were reported in relation to this event.